Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the morning of (B)(6) 2017 the patient paged the vad clinician with continued low flow alarms. The patient was requested to report to the emergency room. Vad interrogation found low flow alarms 2.4 - 2.9 lpm. An echocardiogram (echo) was performed and found the patient¿s left ventricle systolic function severely reduced with an estimated ejection fraction between 20% and 25% and global hypokinesis. The aortic valve was partially open every beat with trivial regurgitation. The lvad inflow cannula position was normal at the apex. The patient was admitted and placed on heparin infusion. Lactate dehydrogenase (ldh) was elevated at 461 u/l, normal for the patient was high 200s u/l. Inr was 3.0 on (B)(6) 2017. The patient underwent an emergent pump exchange on (B)(6) 2017.

Manufacturer narrative:
No device-related issues were discovered during the evaluation of the device. The reported low flow alarms could not be confirmed through this evaluation as no system controller log files from the time of the reported event are available. A specific cause for the reported low flow events and elevated lactate dehydrogenase (ldh) level as well as a direct correlation with the device could not be determined through this evaluation. The device was returned assembled with the driveline severed approximately 4 inches from the nipple of the pump housing and an additional adjacent section of the driveline measuring approximately one half inch was also returned. The distal end of the driveline was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of device visual examination of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.